Event description:
Additional information received per the medical records states that after sedation there was difficult palpation of the femoral vessels given the patient's body habitus. Ultrasound guidance was used to insert a 21 gauge needle into the right common femoral vein up to the hub. A guidewire was inserted, the needle was removed and a sheath dilator system was inserted. The central dilator and guidewire were removed and replaced with a 0.035 bentson wire. The outer dilator was removed and replaced with a 6 french straight sheath. Then a 5 french pigtail catheter was inserted and advanced into the caudal portions of the inferior vena cava (ivc). An inferior vena cavagram revealed that the ivc was widely patent and collateral veins were seen entering at the cephalad margin of l3. The procedure continued with the guidewire reinserted. The pigtail catheter and sheath were removed and replaced with a 6 french long sheath. Through this assembly the trapease filter was inserted and deployed with its cephalad margin just below the top of l3. After placement of the filter, a long sheath was placed through the interstice of the trapease filter into the ivc just below the diaphragm. Movement of the filter was not detected as the guidewire was advance. Through this sheath a 7 french grollman catheter was advanced into the pulmonary artery and eventually into the descending right pulmonary artery. Initial contrast injection showed extremely slow flow and virtual occlusion of flow into the lower lobe vessels. Some proximal thrombus was present. The catheter was pulled back and repositioned in the terminal portions of the right main pulmonary artery. A right pulmonary arteriogram revealed that there was virtually complete cessation of flow to the arteries to the left lower lobe. There was a large piece of thrombus sitting in the distal right main pulmonary artery and extending into the descending pulmonary artery. There was subtotal occlusion of the artery to the middle lobe. There was a large piece of thrombus sitting in the artery to the upper lobe which caused a high grade obstruction as well. Next the catheter was secured in position and the patient was transferred to intensive care units (ICU) for thrombolysis with tissue plasminogen activator (tpa). Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc).the patient became aware of the reported event approximately nineteen years and eight months after the index procedure.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), approximately nineteen years and eight months post implant. According to the implant record the indication for the filter implant was pulmonary thrombosis. The filter was placed via the right common femoral vein and deployed with the cephalad margin just below the top of l3. Pre filter deployment cavagram showed a widely patent ivc with collateral veins entering at cephalad margin l3. Following filter placement, a 7 french grollman catheter was advanced into the pulmonary artery and eventually into the descending right pulmonary artery. Initial contrast injection showed extremely slow flow and virtual occlusion of flow into the lower lobe vessels with some proximal thrombus present. The catheter was pulled back and repositioned in the terminal portions of the right main pulmonary artery. A right pulmonary arteriogram revealed that there was virtually complete cessation of flow to the arteries to the left lower lobe. There was a large piece of thrombus sitting in the distal right main pulmonary artery and extending into the descending pulmonary artery. There was subtotal occlusion of the artery to the middle lobe. There was a large piece of thrombus sitting in the artery to the upper lobe which caused a high-grade obstruction as well. Next the catheter was secured in position and the patient was transferred to intensive care units (ICU) for thrombolysis with tissue plasminogen activator (tpa). The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.